Manufacturer narrative:
The complaint description states that the slap hammer m6/m10 adaptator is bent and cannot thread into a stem for extraction. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the slap hammer m6/m10 adaptor is bent and cannot thread into a stem for extraction.